Manufacturer narrative:
B1: adverse event. B2: required intervention to prevent permanent impairment/damage. H1: serious injury. Claim # (B)(4).

Manufacturer narrative:
Weight, ethnicity, race: unknown. Implant date: n/a. This product is not marketed in the us. (B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5 12.6, -10.00 diopter, implantable collamer lens, into the patient's right eye (od) on (B)(6) 2020. Significant reduction of irido-corneal angels was observed and elevated iop (37mmhg) without pupil block and angle closure was assessed on (B)(6) 2020 and use of iop lowering medications prescribed. Post-op medications stopped, and this resolved the problem. Cause of the event is reported as "steroid response". Per the reporter on 15/oct/ 2020, "the case is resolved - the steroids were stopped and iop lowering drops stopped and the eye is fine."